Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vicm5_13.7, -10.50 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018, refractive surprise was noticed. The lens remains implanted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens of -10.5 diopter in the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 refractive surprise was noticed. The lens was exchanged for a similar lens of different diopter on (B)(6) 2018 and the problem was resolved. (B)(4).